Event description:
I struggle to breathe when I have to wear a mask into a store in order to buy groceries. I feel my heart rate increase and I breathe very heavily. I also felt my chest tighten as a result of being forced to wear a mask. FDA safety report ID# (B)(4).